Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during a cori assisted tka surgery, the real intelligence robotic drill kept timing out. The procedure was completed, with a significant delay, using the same device. Patient was not harmed beyond the problem reported.

Manufacturer narrative:
H6: the real intelligence robotic drill, part # rob10013, serial # (B)(6), intended for use in treatment, was returned for evaluation. A relationship between the reported event and the device was established. Nothing was identified visually that contributed to the reported problem. A functional evaluation was performed. The reported problem was confirmed. Additional testing observed that vibration from the drill was causing the motor caps to back off of the drill and exposure motors when burring. When reassembled with caps secured tightly to motors and housing motor cover tightened to appropriate torque, no system time out errors were observed during burring. Additionally it was found that the thread seal cap o-ring had been disintegrated inside of the collet well. The most likely cause was found to be loose motor cap pin connections, allowing the caps to back off of the pins due to vibration when burring. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints found similar events. A historical escalation event review was completed. A review of prior escalation actions found no actions applicable to the scope of the reported complaint. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. Although no further containment or corrective action is recommended or required at this time, the failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.

Manufacturer narrative:
H3, h6: the real intelligence robotic drill, part number rob10013, serial number (B)(6), used for treatment was not returned for evaluation. A relationship between the reported event and the device could not be established. A complaint history review for similar reported/confirmed complaints has identified prior events. A review of manufacturing records indicate the device met all specifications upon release into distribution. The failure mode and associated risk have been anticipated within the risk file. The risk level is still adequate. Although the reported problem was not confirmed through a visual or functional evaluation, factors contributing to the reported symptom may have been associated with a loose internal connector. Based on the investigation, the need for a corrective action is not recommended or required at this time. Should any additional information be received the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.

Manufacturer narrative:
H10: h3, h6: the real intelligence robotic drill, part # rob10013, serial # sn(B)(6), intended for use in treatment, was returned for evaluation. A relationship between the reported event and the device was established. Nothing was identified visually that contributed to the reported problem. A functional evaluation was performed. The reported problem was confirmed. Additional testing observed that vibration from the drill was causing the motor caps to back off of the drill and exposure motors when burring. When reassembled with caps secured tightly to motors and housing motor cover tightened to appropriate torque, no system time out errors were observed during burring. Additionally it was found that the thread seal cap o-ring had been disintegrated inside of the collet well. The most likely cause was found to be loose motor cap pin connections, allowing the caps to back off of the pins due to vibration when burring. Another factor that may have contributed to the reported symptom may be associated with an intermittent failure of the drill exposure motor due to the thermo-mechanical stress induced within the motor at the encoder and electrical noise on the console error status inputs to the drill exposure motor encoder. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints found similar events. We have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A historical review concluded that the lot, serial number or part number reported in this event is related to a corrective/preventive action already implemented. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. Continuous improvements have been made to the cori robotic drill and manufacturing processes to reduce drill disconnection error messages. These improvements consisted of: 1. A hardware update to the cori console to reduce noise on the internal electronics. 2. An update to the cori system¿s software and firmware to improve the user experience when error messages are displayed, and 3. A hardware update to the cori drill to reduce mechanical stress on drill exposure the motor. The first two improvements are fully deployed. The third improvement is being deployed for new orders and as drills are returned for routine servicing. Also, smith+nephew is voluntarily performing a recall/field notification for the cori real intelligence robotic drill. Should any additional information be received the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.